Event description:
It was reported to covidien on 09/10/2009 that a customer experienced an adverse event while using our syringe. The customer stated that her husband has been using these syringes for 3 years for "tube feeding". Her husband has had a rash on his scalp, chest, neck and feet for the past three years. The rash is red and smooth, not raised and very itchy. Over the course of 3 years her husband's doctor had prescribed several different types of steroid cream and also had him using otc creams and none of them made the rash go away. Her husband was recently admitted to the hospital for an unrelated event and they used a bard syringe to feed and the customer stated that she noticed his rash had gone away while in the hospital. The customer believes that the rash was caused by our syringe and also stated that when she opens our syringes she gets a very strong chemical smell.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.